Event description:
On (B)(6) 2012, the patient contacted animas, alleging that the up arrow keypad button was intermittently unresponsive. The reporter denied any damage to the rubber keypad or evidence of moisture in the pump. The patient reportedly wore the pump in a pocket and did not clean the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): there was no visible damage to the keypad. The up arrow button was found to be intermittently responding to presses. The keypad was removed and contamination was observed under the button contacts. Unrelated to the complaint, the bolus button was found to be hard to press; the bolus button was removed and the internal button plug contact was found to be misaligned and contamination was observed on the button contact.